Event description:
A revision surgery was scheduled using the blueprint planning feature. The procedure involved converting an anatomic total shoulder to reverse. Since simpliciti is not convertible, the components had to be removed for the reverse surgery.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
A revision surgery was scheduled using the blueprint planning feature. The procedure involved converting an anatomic total shoulder to reverse. Since simpliciti is not convertible, the components had to be removed for the reverse surgery.